Event description:
The pt was hospitalized with an elevated blood glucose level which stabilized when given insulin injections. When the dr authorized the pt to reconnect the pump, her blood glucose level became elevated. The pt switched to her back-up pump which stabilized her blood glucose level.